Manufacturer narrative:
The hospital has not accepted the service of this unit. The resolution is unknown. No report of patient involvement.

Event description:
The hospital reported the unit alarmed during preuse checkout and lost the ability to mechanically in pressure mode ventilate. There was no report of patient involvement.